Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver was overheating. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver was overheating. The product was evaluated. The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot was performed and passed. The log was downloaded and reviewed finding no errors related to the complaint. A receiver functional test was performed and passed. Open receiver case for interior inspection was performed and passed. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.